Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's wife reported via phone call that the customer experienced unexplained high blood glucose, and it was resolved with an infusion set change. Customer's site was puffy. Customer's blood glucose was 460 mg/dl. Customer's blood glucose at time of call was 135 mg/dl. Customer did not experience any symptoms with his high blood glucose level. Customer's wife declined to troubleshoot just wanted the infusion sets replaced. Customer was advised that the infusion sets will be replaced. Customer will not be returning the device for analysis.